Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00656, 3012447612-2017-00657, and 3012447612-2018-00130.

Event description:
It was reported through a legal claim that a revision surgery was performed to address pain and two titanium rods that broke post-operatively due to non-fusion. During the revision, a pedicle screw was found loose at level t10. The two broken rods and the loose screw were removed and replaced during the revision. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00656.

Event description:
It was reported through a legal claim that a revision surgery was performed to address two titanium rods which broke post-operatively. No further information is currently available. This is report two of two for this event.